Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the reported dislodgement. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. The helix could be properly extended and retracted. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. Linox smart sd 60/16, sn: (B)(4) was implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.